Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use contained within reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects inside the nozzle. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects inside the nozzle. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted b3 date of event, which was not late. The correct date was 5/28/2025.